Manufacturer narrative:
Reference record: (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. List number in d4 is the similar us list number; the international list number is unknown. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in austria underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024 the peg tube was unable to be mobilized. On (B)(6) 2024 during a tubing check at a gastro outpatient clinic, a physician confirmed a buried bumper. An appointment for new peg installation was scheduled on (B)(6) 2024.